Event description:
The dealer states that when the customer is driving the power chair, the joystick suddenly stops working. After rebooting the spj+ joystick, the power chair does not move forward. Tech states that the problem is with the joystick.